Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation determined that the observed discrepancy is most likely due to a very low viral load, which is near or below the limit of detection (lod) of the assay. A low viral load sample can be detected as reactive and non-reactive when tested multiple times, as these samples will have a low reactivity rate. Therefore, the results will waver between reactive and non-reactive. No product issue was identified.

Event description:
There was an allegation of questionable results with the cobas wnv (192t) assay for one sample run on a cobas 6800 analyzer. The initial result was reactive. The sample was repeated twice and the results were non-reactive both times.